Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: cust states battery life not sustaining. Cust is replaced battery and received failed battery alarm inquired what led up to the complaint. Customer response: cust was changing out the battery received alarm to change battery soon. Battery failed alarm t/s per dop114-980. Explained alarm and possible causes. Pump alarmed with replace battery now. Explained back up battery may have fully discharged. Type of battery in use: energizer . Customer states the battery has not been used before in pump or another device. Expiration date of the battery is: unable to read. Explained customer should use batteries that are brand new or fully charged and within expiration date. Explained batteries should be stored at room temperature. Adv to wait for the insert battery alarm before inserting a new or fully charged aa battery. Adv to ensure that the battery is securely fastened and battery slot is aligned horizontally with the pump. Adv if not aligned or tightened the pump may give battery failed alarm. Pump did not alarm battery failed alarm. Customer states they do not receive frequent battery failed alarms. Alarm is cleared before inserting battery. Adv to monitor the pump. Customer's outcome pertaining to the complaint: advised customer to monitor pump no returned required additional notes: confirmed with cust to make sure settings are maintained. Did not obtain weight and bg value.